Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found under all contact buttons. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was fully intact but the ok keypad symbol was found to be worn. All of the buttons responded appropriately. There was contamination found under the contrast, up, down and ok key contacts.